Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.00/3.50/64 (sphere/cylinder/axis) implantable collamer lens into the left right eye (os) on (B)(6) 2022. The patient experienced refractive surprise. It was additionally noted that calculation is being done in plan to reposition the lens. Lens remains implanted. The problem is reported as not resolved.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).